Event description:
Swelling in right knee to twice its usual size [joint swelling]. Case description: a spontaneous report was received on 03-nov-2009 from a (B)(6) pt with a history of osteoarthritis of the right knee, (B)(6), who reported that her right knee had swollen to twice its usual size after starting synvisc-one. The pt received an injection of synvisc-one into her right knee on (B)(6)-2009. The pt reported that her right knee was swollen to twice its usual size by (B)(6)-2009. According to the pt, her physician advised her to use ice and to rest her swollen knee. The pt reported that her knee was still swollen after four days of rest. On 27-nov-2009, additional info was received from the pt's hcp. The hcp reported that the pt had a history of moderate grade osteoarthritis for the past three years and has been treated previously with nsaid's, steroids, and viscosupplementation. The hcp also added that the pt has had previous joint effusion, joint narrowing, and osteophytes. The hcp confirmed that the pt received her synvisc-one injection in the right knee on (B)(6)-2009. According to the hcp, on (B)(6)-2009, the pt's right knee was swollen to twice its usual size. The pt was treated with medrol dose pack. In the opinion of the hcp, the relationship of the adverse event to synvisc-one was probable and the event was of moderate intensity. The hcp also reported that the outcome of the event is recovered. MFR's comment: the benefit-risk relationship of synvisc one is not affected by this report.